Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 38-39 mg/dl range, seizure, and a loss of consciousness resulting in shoulder pain. Cause of low bg level was unknown. Customer was taken to the emergency room (ER) where bg was treated intravenously with saline. Reportedly, customer left the ER 4 hours later with the issue resolved and no permanent damage. Reportedly, the customer alleged that the pump software did not suspend insulin delivery; however, tandem technical support (cts) performed pump data log review and found that contact manually stopped insulin delivery. System check with tandem technical support confirmed that the pump and related supplies were operating as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.